Event description:
It was later reported that the catheter array was "caught" on the side wall of the superior vena cava (svc), but during energization the array was released and moved to a different position and location. The sinus arrest lasted between 10 and 20 seconds. Temporary backup pacing was provided from an electrode catheter placed in the coronary sinus. The patient remained in junctional rhythm after the procedure was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, during third energy delivery using the loop catheter to the superior vena cava (svc), sinus arrest occurred during the first train, and energy delivery continued for the remaining three trains. After completion of energy delivery, a junctional rhythm appeared. The distance from the sinus node to the electrode array of the loop catheter was recorded as 9.6 mm at the closest point. However, intraoperative confirmation using the another manufacturer's system showed that the loop catheter array exhibited a "jumping movement" during energy delivery. Therefore, the actual distance between the loop catheter array and the sinus node may have been closer. No further energy delivery was performed. During observation for approximately 30 minutes, the frequency of sinus rhythm increased, and the patient left the room without additional intervention. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.